Manufacturer narrative:
The reported complaint of user advisory - ua 16 (timeout moving to take-up position) on the autopulse platform (serial (B)(4)) was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of the reported issue was due to a seized drive train motor. During visual inspection, a load plate cover on the returned autopulse platform was damaged in which was likely attributed to mishandling. The top cover was replaced to address the damaged cover. Also, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The faulty drive shaft was due to a sticky clutch plate. Deburring was performed to address the drive shaft issue. The damaged cover and faulty driver shaft were unrelated to the reported complaint. During archive data review, multiple ua 16 error messages were observed. Thus, confirming the reported complaint. The initial functional test of the returned autopulse platform failed due to ua 16 error message upon powering on. To remedy ua 16 (timeout moving to take-up position), the seized drive train motor identified was un-seized by cleaning and adjusting the brake gap. Drive train motor brake gap inspection was performed and it was verified that the brake air gap was within the specification of 0.008" ±0. 001". During re-evaluation, the load sensing system has detected a weight/load imbalance between the two load cells. Both load cell modules were over reported (defective). The load cells were replaced. The load cells issue was not related to the reported complaint. After parts replacements, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without a fault or error. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial (B)(4)) displayed user advisory - "(ua) 16" (timeout moving to take-up position) error message upon power up. User was unable to clear error message. No patient involvement.